Manufacturer narrative:
An authorized field technician was dispatched to the complainant's site to conduct a visual and functional evaluation. The reported issue was confirmed and the wheel was replaced. It is suspect the hard gravel surface is what led to the wheel detaching from the caster. The technician repaired the unit and returned it to service. There were no injuries reported.

Event description:
The complainant reported while rolling the empty stretcher across a yard, the wheel allegedly fell off of the stretcher. The complainant called for a back up unit to pick up and transport the patient. No injuries or adverse effects were reported, as a result.

Event description:
The complainant reported while rolling the empty stretcher across a yard, the wheel allegedly fell off of the stretcher. The complainant called for a back up unit to pick up and transport the patient. No injuries or adverse effects were reported, as a result.